Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported during an anterior cervical discectomy and fusion (acdf) procedure, the device was used as an awl for the first hole and when used on the second hole, a piece of the device broke off inside the surgical site. It was recovered and removed without injury to the patient or delay in surgery.